Manufacturer narrative:
(B)(4). The cable was returned and evaluated. The complaint reported by the customer was confirmed. The cable failed a transducer detected zero reference test. The direct cause of failure was not able to be determined. A review of complaint records was performed and there have been no other complaints against this lot and product number combination. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Cord for microsensor faulty. Microsensor had already been explanted, new microsensor implanted and high negative readings persisted. I then came in, switched the cord for the microsensor and the problem stopped. I then duplicated the issue in biomed with the faulty cord.